Event description:
It was reported that during puncture, allegedly, the biopsy needle did not fit flush with the sample notch. No tissue specimen could be taken. Failure was noticed on the second pass. The device was used on the pt without any reported injury.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was returned for eval. The device was visually inspected and no apparent defects were noted. The stylet moved freely within the cannula. The needle was placed in a driver and it was noticed that there was a gap at the sample notch. It was also noted that it was possible to move the stylet back and forth within the hub. The complain is confirmed and the root cause is unk.